Manufacturer narrative:
The bun, ca, gluc, tp, alb, alp, chol, creat and hdl lot numbers and expiration dates were not provided. The field service engineer (fse) found a sample clot in the sample probe. The fse flushed the line and cleaned the probe. Precision studies were performed and they were within specifications. Calibration and qc were performed and they were within specifications. The service actions done by the fse resolved the issue.

Event description:
We received an allegation about discrepant results for 4 patients' samples tested with mutiple assays on a cobas 6000 c501 analyzer. The assays were urea (bun), calcium (ca), glucose (gluc), total protein (tp), albumin (alb), alkaline phosphatase (alp), cholestrol (chol), creatinine (creat) and hdl cholesterol direct (hdl). Refer to the attachment for all patients' data. The samples tested for alb and total protein were serum/plasma samples. Some results were accompanied with data flags. It had been requested which results were accompanied with data flags but this information was not provided. The questionable results were not reported outside the laboratory. It is unknown which results were deemed to be correct.

Manufacturer narrative:
The investigation determined that the root cause was consistent with a maintenance issue. No further issues were reported after the service visit.